Event description:
Reporter stated the buttons on the infusion device are not functioning correctly and have to be pressed very hard. The infusion device was requested for evaluation. No physiological effects were reported.

Manufacturer narrative:
The complaint cannot be verified due to mishandling of the product. The soft component of the up and down button is damaged due to handling with sharp objects. The buttons should not be actuated by using hard or sharp objects. Due to the leaky soft components, liquid entered the pump and damaged the up button.

Manufacturer narrative:
The event occurred in (B)(6).